Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 554 mg/dl at the time of the incident and was treated with the insulin pump. The customer had nausea. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that they have a back-up plan available. The customer does not alleged that the insulin pump was under delivering. The customer received an insulin flow blocked alarm. The customer reported that the insulin exited at the quick release. The insulin pump passed the displacement test and the self test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.